Manufacturer narrative:
Patient-specific information section a4: weight is unknown. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device via the right axillary artery for mechanical circulatory support (mcs). Support level was increased to p-8, and the patient was sent to the unit on mcs. The next day, overnight, positioning and suction alarms along with some ectopy were experienced. The pump was repositioned at bedside under echocardiogram guidance measuring at 4.9cm with good waveforms. Impella mcs continued with possible plan for left ventricular assist device (lvad) workup. Now four days later, the patient was noted as doing well despite right hand pain managed with exercise with pain medication. Later that night, suction alarms triggered related to the patient moving. Impella mcs continued with potential explant planned for the next day. Overnight the patient was maintained at support level p-3, and the following day the device was explanted with a survived patient outcome. It was noted the patient went home on milrinone and possible lvad workup, placement at a later time.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. Event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the arrhythmia, in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Regarding, pain, the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Pertaining to the pump suction, after reviewing the logs, suction alarms along with a trend in purge was observed. The cause of pump suction was most likely patient use issue related per the review of logs. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.